Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose and that calibration errors were received. Customer also indicated that her blood glucose was 50 mg/dl but the pump did not alarm that it was low. Blood glucose at the time of incident was 70 mg/dl. Troubleshooting advised customer on proper insertion and sensor usage and to change out sensor. The customer was advised that a new sensor would be provided and to return the product for analysis.